Event description:
It was reported that anti-tachycardia pacing (atp) and shock therapy was delivered to convert the patients arrhythmia. On review of the stored electrogram (egm) a combination of rapidly conducted atrial fibrillation (af) and brief non-sustained ventricular tachycardia (nsvt) was observed. The ventricular rate during atrial fibrillation (af) increased to greater then 200 beats per minute (bpm) (ventricular fibrillation (vf) zone) and the treatment criteria was met. In addition, another atp therapy was delivered and converted a true ventricular arrhythmia and this was sent to the physician for review. No adverse patient effects were reported. The device remains implanted. Additional information noted that this patient received another inappropriate shock. A review of the episode showed an atrial arrythmia in progress. Ts further reviewed the stored electrogram (egm) and noted periods of irregular and regular tachycardia. The first episode resulted in 41 j shock termination the atrial arrhythmia while the second episode showed a successful termination of a ventricular arrhythmia with the atrial arrhythmia remaining in progress. The physician was going to review this further.

Event description:
It was reported that anti-tachycardia pacing (atp) and shock therapy was delivered to convert the patients arrhythmia. On review of the stored electrogram (egm) a combination of rapidly conducted atrial fibrillation (af) and brief non-sustained ventricular tachycardia (nsvt) was observed. The ventricular rate during atrial fibrillation (af) increased to greater then 200 beats per minute (bpm) (ventricular fibrillation (vf) zone) and the treatment criteria was met. In addition, another atp therapy was delivered and converted a true ventricular arrhythmia and this was sent to the physician for review. No adverse patient effects were reported. The device remains implanted.